Event description:
It was reported that the customer received a motor error alarm and following the prompt to clear the alarm was not effective. The customer reportedly stated that the insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.